Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) that a catheter extension set was leaking at they component during a chemotherapy perfusion. This condition occurred during an infusion; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.